Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery customer's blood glucose at time of incident was 415 mg/dl. Customer reviewed alarm history and found out the changed occurred 2 times. Customer was advised that the pump will be change due to continued battery life issues and apparent lack of detection of occlusion. Customer was advised that the pump will be replaced.